Manufacturer narrative:
(B)(4). Date sent: 10/29/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was received with the hand piece 4-40 stud broken off inside the instrument. Further functional testing with a test handpiece and gen11 could not be performed. The broken 4-40 stud prevented the device from attaching it to the handpiece. The blade tip was not broken off as reported by the customer. The device was disassembled to inspect the internal components and no anomalies were found. Possible causes that may have contributed to the 4-40 stud breaking off of the hand piece are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torqueing or plastic torque wrench not used. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #: u94m9w. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure the titanium tip broke. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.